Manufacturer narrative:
Concomitant product; serial number of the radio frequency controller not provided by the complainant. Results: no visual imperfections noted on electrode array. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015. During a post hysteroscopy the physician "visualized a tiny piece of gold thread in the cavity. The doctor "did not remove it" and the patient was discharged home.